Event description:
Healthcare professional reported rupture of a non-(B)(6) device. This record is for the left side. The device has been explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).